Manufacturer narrative:
(B)(4). Date sent: 10/6/2021. H6: component code =g04. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the long60a device was received with the release button broken off and it was not returned for analysis. The anvil and closure trigger were received in the closed position and with an ecr60g reload loaded. The reload was received fully fired. No further functional testing could be performed due to the condition of the device. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). The operator sutured over the sides of the stapled tissue. There was no prolonged stay in the hospital.

Event description:
It was reported that the device could no longer be opened after the clamps were triggered. There was a risk to the patient because the device was stuck to the tissue and could not be released. An attempt was then made to open the device by hammering on the gray lever with force. The lever broke off in the process. No patient consequences reported. No further information is available.